Event description:
Guidant received information that this right ventricular (rv) defibrillation lead dislodged. It was reported that, one day post-implant, an elevated threshold was noted and the physician attempted to reposition the lead. It was reported that the lead would not stay firmly affixed within the rv apex and the patient's r waves fell from 12 mv to 2.5 mv when the lead stylet removed. The lead was thus explanted.